Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet and usb port was bent resulting in difficulties charging the pump. Customer¿s blood glucose value was 400 mg/dl. The customer reverted to an alternate method of insulin therapy.